Event description:
It was reported that there was a cartridge detection error with the pump, causing it to not recognize the cartridge and triggering an alarm. There was no reported impact to the customer¿s blood glucose level. The distributor was informed, and a replacement pump was provided, with the original pump expected to be returned for further inspection.